Manufacturer narrative:
Batch review performed on 13 december 2019: lot 102666: 42 items manufactured and released on 4-sep-2010. Expiration date: 2015-07. No anomalies found related to the problem. To date, 42 items of the same lot have been already sold without any similar reported event. Batch reviews performed on 13 december 2019. Cup: versafitcup 01.26.60mb acetabular shell cc ø 60 lot. 111942 (k083116) lot 111942: 20 items manufactured and released on 19-jul-2011. Expiration date: 2016-06. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.015 cocr ball head 12/14 ø 28 size xxl +10.5 (k072857) lot 072406: 38 items manufactured and released on 5-12-2007. Expiration date: 2012-10. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 8 years and 2 months after the primary due to pain and metallosis. The surgeon revised the insert and the surgery was completed successfully. The origin of the metallosis is unknown.